Event description:
It was reported that the carotid wallstent was difficult to remove. The carotid wallstent was used in a carotid artery stenting (cas) procedure. The stent was deployed without issue. Following deployment, there was resistance felt when removing the stent delivery system. The stent delivery system was removed, and the procedure was completed as planned. There were no patient complications as a result of this event.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes. H7- if remedial act init, type. H9- correction/removal reporting #.

Event description:
It was reported that the carotid wallstent was difficult to remove. The carotid wallstent was used in a carotid artery stenting (cas) procedure. The stent was deployed without issue. Following deployment, there was resistance felt when removing the stent delivery system. The stent delivery system was removed, and the procedure was completed as planned. There were no patient complications as a result of this event.